Manufacturer narrative:
Internal reference: (B)(4). The device was returned to the manufacturer for evaluation. We were unable to do any functional testing since the corresponding connector was not returned with the device. During visual inspection, the wire was observed to be twisted/severely curled and still attached to the balloon catheter . Pressure sensor was intact. The proximal coil was stretched out but still attached to the sensor housing. When carefully examined no parts were noticed to be missing from the device. The damage observed on the returned device was likely due to the excessive force or manipulation. The manufacturing documentation for the returned device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaint had been reported within this lot for this same failure mode. This is being reported as a notification only. It is volcano 's policy to report all cases where volcano device potentially causes removal or exchange of the guidewire or guide catheter.

Event description:
It was reported that the wire was inserted into the patient, and an balloon catheter was inserted over the guidewire. The balloon catheter could not cross the lesion, and the physician decided to remove the catheter, but could not do so without removing the pressure wire as well. A second guidewire from another manufacturer and another balloon catheter were used to complete the procedure. There was no patient injury. This is being reported as a notification only. It is volcano's policy to report all cases where volcano device potentially causes removal or exchange of the guidewire or guide catheter.